Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a pump alarmed to remove and reattach cassette. The nurse reported that when the cassette was unlocked and detached, an alarm occurred, 'patient data lost'. No patient injury reported.